Manufacturer narrative:
The oscor 14 fr and abiomed 13 fr introducers were returned for evaluation. A review of the clinical case revealed the patient had multivessel disease which results in abnormal structure or tightening of the blood vessels. Both introducers were returned with kinking and deformation, which is indicative of the introducers meeting resistance during insertion. Without any visual evidence or imaging showing what the patient's vasculature looked like, it cannot be definitively determined what caused the resistance against the sheath. The sheath kinking, however, was the result of column buckling due to applied force that occurred while advancing the introducer during the case. A review of the device history did not reveal any nonconformities. (B)(4).

Event description:
An (B)(6) female patient with multivessel disease had an impella 2.5 placed for support for hrpci on (B)(6) 2017. This patient has a history of having a prior coronary artery bypass graft procedure. The left femoral artery was assessed prior to insertion of the impella. The 13 fr abiomed introducer was unable to be inserted and was found to be kinked. A 14 fr oscor introducer was attempted to be inserted, however the introducer was unable to be advanced. A second 13 fr abiomed introducer was able to be inserted and the impella 2.5 was advanced and support was initiated. The patient underwent a primary protected coronary intervention while on impella support. After the procedure the patient was weaned from the impella 2.5 and the pump was explanted. Two perclose sutures were used for closing the insertion site. At the end of the case a femoral runoff angiogram revealed vasculature tightness and poor flow to the left femoral artery. The clinical team decided to balloon and place a medtronic everflex stent; and flow was restored. There was no further adverse event to the patient following the stent placement.